Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), (B)(4): analysis confirmed the customer comment of repair the keyboard, keyboard case hinges were broken. Analysis also confirmed the customer comment of repair pen slot, stylus holder port on the bezel was broken. Analysis also found that the stylus was damaged and the (B)(4) head uplink amplitude was out of specification.

Event description:
It was reported that the keyboard and pen slot next to the screen were in need of repair. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.